Event description:
According to the info the pt states the flutter valve on one of the bags was glued shut, so their bladder would not drain causing autonomic dysreflexia, their blood pressure became severely elevated. They were taken to the e.r. And admitted for an overnight stay at the hosp.